Event description:
It was reported that a pediatric patient pulled and fractured an indwelling PICC catheter. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break is confirmed. The product returned for evaluation was one 4 fr sl groshong nxt catheter. The investigation findings are consistent with material failure due to tensile (pulling) stress. Such damage can occur during removal if removal is attempted through a tortuous path or if the catheter becomes adhered to the vessel wall. The returned product sample was evaluated and a complete break was observed at the 50cm depth marker. The catheter break contained physical features associated with tensile failure, and the characteristics observed which supported this type of failure included: ¿ material necking in the vicinity of the break ¿ a granular fracture surface ¿ excessive stretching of the catheter tubing when subjected to tensile forces an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that a pediatric patient pulled and fractured an indwelling PICC catheter. There was no reported patient injury. No other information was provided.